Event description:
It was reported during in clinic follow up that the pacemaker was displaying potential oversensing episodes. No interventions were completed. Further information was requested, but not yet available. There were no patient consequences.